Event description:
It was reported that the product is not sealed and sterile upon opening. On one, the joint to the white paper on the inner packaging was loose, and open to the products. No patient involvement.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is unknown. Based on strong detection mechanism in place it is highly improbable that product left smiths medical (B)(4) manufacturing site in such conditions. DHR review was done, no issues related to the original complaint were found.